Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively be determined. The submitted controller event log file confirmed the reported low flow alarms on (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The log file was otherwise unremarkable, and the system appeared to operate as intended. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The hm3 lvas IFU as well as the patient handbook, also describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient experienced arrhythmias both intra- and post-operatively. It was also noted that the patient had low flows during the arrhythmias and pre-syncope. The arrhythmias were non-sustained ventricular tachycardia. The patient was treated with electrolytes and volume and the arrhythmias did not return. The arrhythmia was not preexisting to the left ventricular assist device (lvad). Technical services performed an analysis of the patient's log files and found low flow events which occurred on (B)(6) 2021. It was suggested that the patient's batteries and clip contacts be cleaned with an alcohol wipe.